Event description:
Complainant alleged that while treating a male pt the device's display was unreadable due to "fireworks" on the display and the device failed to discharge. The device then discharged a reported three times.

Event description:
Complainant alleged that while treating a pt the device's display was unreadable due to "fireworks" on the display. Complainant indicated that the pt was successfully treated and there was no adverse effect to the pt due to the reported malfunction.